Manufacturer narrative:
Corrected fields: b5, d1- brand name, d4-(version or model, catalog, UDI, serial), d8, d10. Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion) and h11. It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. Patient involved and no harm reported. (B)(6), called and stated, - I have a patient who had a balloon pump placed yesterday and overnight and also today the balloon pump intermittently would alarm gas leak and would automatically put itself in standby. I was told this morning that we have a balloon pump that¿s been doing that, and we were just supposed to unplug the helium tubing and plug it back in and restart. This morning the helium levels aren¿t going down, so we switched out the machine there¿s no blood in the tubing and helium level is stable, but the new machine just today started alarming too. She did not utilize the help screen or the iab fill key. Advised her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by changes to intrathoracic pressure related to ventilation with a peep of 10 and use of a bair hugger. Discussed the use of the iab fill key to reset the helium in the balloon. Encouraged (B)(6) to call to troubleshoot together. She was appreciative of the support, and did not hear from her again throughout her shift. In future if we receive any new information will reopen and update the investigation.

Event description:
Customer called for an assistance during use of cardiosave intra aortic balloon pump through emergency service programme phone call(esp). After one day of inserting balloon, on next day, the pump started allarming gas lossand automatically went into standby. The pump was replaced by customer after some troubleshooting prior to the call. The second pump also started alarming gas leak. The esp personel had the customer verify for any blood in tubing, patient peep condition etc and other troubleshooting steps. No patient harm or injury was reported.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) experienced a gas loss alarm and no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.